Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, the device was found to be in backup vvi mode. A device restoration was performed successfully. The patient was asymptomatic throughout.